Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had the pacing/sensing portion of the lead surgically abandoned. The sensing had dropped below 3.0 mv, so that portion of the lead was abandoned and replaced successfully. At this time, the rv lead remains in service with the shock portion active. No additional adverse patient effects were reported.